Event description:
Laser fiber opened onto field, set up for use, would not fire when dr stepped on pedal. Removed from pt to troubleshoot why it would not work and found to be burnt in two pieces. One piece pulled from working channel of laser bridge. The other stuck (later returned). New fiber, new bridge used. No har to pt. Dates of use: 2007.